Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 69-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, prior to initiation of support. The impella was placed emergently in the cath lab. A transthoracic echocardiogram (tte) was performed, which showed the impella to be under the papillary muscle. The pump was repositioned by the physician. The patient then went into flash pulmonary edema. A chordal rupture was noted on a transesophageal echocardiogram (tee) by anesthesia. Circumflex artery ischemia was noted, which was not previously there. The post-procedure outcome is survived at explant with an escalation of therapy to an impella 5.5. The device functioned at p-4 at 2.2l/min. Cardiac injury is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Additional information received updated the patient outcome of death. B2, b5, h1, and h6 updated.

Event description:
Updated clinical review/rationale: an impella cp device was inserted into the right femoral artery in a 69-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, prior to initiation of support. The impella was placed emergently in the cath lab. A transthoracic echocardiogram (tte) was performed, which showed the impella to be under the papillary muscle. The pump was repositioned by the physician. The patient then went into flash pulmonary edema. A chordal rupture was noted on a transesophageal echocardiogram (tee) by anesthesia. Circumflex artery ischemia was noted, which was not previously there. The patient survived cp explant with an escalation of therapy to an impella 5.5. The device functioned at p-4 at 2.2l/min. On day 8 of 5.5 support, care was withdrawn and the patient expired. Cardiac injury is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU). The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.